Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 199 mg/dl (mobile system 1) and 99 mg/dl (mobile system 2). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with patient identifier (B)(6) for mobile system 2. Upon investigation, the stated values of the customer were found with these times: value 199 mg/dl with mobile system 1 on (B)(6) 2013 at 10:03; value 99 mg/dl with mobile system 2 on (B)(6) 2013 at 17:54.